Event description:
The customer reported the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the suture, link, posterior needle tip, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection indicated that the anterior cuff-to-needle tip detachment had occurred during plunger retraction as evidenced by damaged anterior barb. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide device was used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4). Devices #1 - proglide (part #12673-03; lot #930076h) are being filed under a separate medwatch MFR number.